Manufacturer narrative:
Eval result: device damaged beyond repair.

Event description:
It was reported by service report that the recliner was broken and there were sharp edges exposed. No pt involvement or adverse consequences are reported.